Manufacturer narrative:
G4: 06jan2020. B4: (B)(6) 2020. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the power management printed circuit board assembly was replaced to address and correct this event. No further repair was deemed necessary, and the device then passed all specification testing. It was then returned to service. The root cause could not be determined. The determination could not be made that the device failed to meet specifications. It was unknown when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported a ventilator with a blank screen that prevented the device from powering off. It was unknown when this event occurred. There was no allegation of harm associated with this event.